Event description:
It was reported that during initial implant procedure, the right ventricular (rv) lead could not be fixated after sever attempts. The lead's helix then could no longer be extended. The rv lead was not used, and a new rv lead was used. The patient was stable.